Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has increased thresholds and battery depletion on the device is earlier than expected. The device and lead are still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device has increased thresholds. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead has increased thresholds and battery depletion on the device is earlier than expected. The device and lead remain in use. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.